Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted and there was damage at implant.

Event description:
It was reported that, during an implant attempt, the left ventricular lead was attempted but due to patient's anatomy, another lead was implanted instead. No patient complications have been reported as a result of this event.